Manufacturer narrative:
The power supply, ac inlet and a power cord were replaced to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while in use on a patient, the device stopped operating and alarmed. However, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient. No delay to therapy was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rt tried to turn the unit back on and it would not. The customer requested onsite evaluation and repair of the unit. A manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. After further troubleshooting it was determined that the power supply is defective. It is not distributing ac input and not charging battery which caused the battery to drain.